Event description:
On an unreported date the patient experienced an unspecified break in aseptic technique and experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The patient was treated with ceftazidime 1g/day intraperitoneally (ip), vancomycin 2g every 5 days ip and fluconazole 50mg/day oral for bacterial peritonitis. The patient was retrained in aseptic technique. Three days after starting antibiotics, treatment with ceftazidime 1g/day ip ended (the same date when the peritoneal culture results were known). Vancomycin and fluconazole treatments were ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.